Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's recharger displayed that the neurostimulator was 100% charged even though the patient was at "higher settings." The patient experienced a loss of therapeutic effect. The patient was instructed on turning the stimulation on by using the recharger. When this was done, the patient experienced some paresthesia. It was, thus, suspected that the stimulation may have been turned off for an unknown amount of time. It was later reported that the patient received a new programmer from the manufacturer. Following some exposure to security detectors at a store on (B)(6) 2011, it was suspected that the patient's stimulation was turned off. After the stimulation was turned back on, the patient was glassy eyed, pale with clammy skin, nauseated, and cried out while being programmed. The patient also experienced tingling in the chest on (B)(6) 2011. The patient believes the stimulation to be higher than it was previously. The patient had a restful night of sleep, but was "not better" on (B)(6) 2011. The patient was to schedule an appointment to follow-up with the physician. See manufacturer report #3004209178-2011-03748. No information was provided related to the patient's outcome. Additional information was requested that was not available as of the date of this report. A follow-up report will be sent if additional information becomes available.